Event description:
Medtronic received information that 4 years 11 months following the implant of this transcatheter bioprosthetic valve, the patient e xperienced shortness of breath due to an unknown valve failure. The patient received a computed tomography pulmonary angiography (ctpa) and a pulmonary embolism was ruled out. A CT scan of the valve was performed that revealed that the valve was well positioned in the annulus approximately 4 millimeter's (mm) deep, and the leaflets appeared slightly thickened. There was no evidence of a dissection. No adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 4 years 11 months following the implant of this transcatheter bioprosthetic valve, the patient experienced shortness of breath due to an unknown valve failure. The patient received a computed tomography pulmonary angiography (ctpa) and a pulmonary embolism was ruled out. A CT scan of the valve was performed that revealed that the valve was well positioned in the annulus approximately 4 millimeter's (mm) deep, and the leaflets appeared slightly thickened. There was no evidence of a dissection. No adverse patient effects were reported. Additional information was received that the issue was resolved by implanting a non-medtronic valve in the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.